Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced an infection at the implant site and subsequently on (B)(6) 2017 the site was drained and the patient was treated with antibiotics (type not reported). On (B)(6) 2017, the device was explanted and the patient was implanted with another cochlear device.